Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited unsersending and sometimes was falling into the blanking zone. Technical services was consulted and troubleshooting options were recommended. Reprogramming was performed. Currently, this crt-p remains in service and no adverse patient effects have been reported.